Manufacturer narrative:
One device was returned for evaluation in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection found that the downstream occlusion (dso) seal was improperly applied. The reported latch lock issue was not confirmed during functional testing. Review of the event history showed "cassette not attached properly." The dso seal was replaced to address this issue.

Event description:
It was reported that the device encountered a latch/lock issue during testing. There was no patient involvement. Evaluation of the returned device confirmed the error in event history and traced the cause to an improperly applied downstream occlusion seal.